Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "multiple 105 log errors," which was reproduced upon start up. System error 105 was confirmed through a review of the event history log and found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump had "multiple 105 log errors," which were found in testing. There was no patient involvement.